Event description:
It was reported, the camera head had a loose interface. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: b5, d8, g2, g3, h2, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to the repair site for evaluation and the reproducibility of the phenomenon indicated by the user was unknown at the repair department. The evaluation also identified flooding of the cable and disconnection of the cable. A device history review of the current product was conducted, and no problems were found. The inspection by the repair department confirmed that the cable disconnection had occurred in the actual product. Therefore, it is probable that the watertight function did not function normally due to the cable disconnection and "flooding of the cable" occurred. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was further reported that the problem was first observed during reprocessing. The intended (unspecified) therapeutic procedure was completed with another device without delay.